Event description:
It was reported "{doctor} was going to insert the cvc into the right femoral vein. He inserted the needle with the raulerson syringe attached into the right femoral vein and aspirated air. On closer inspection they saw the needle hub was cracked. They opened another arrow cvc and he inserted the line without any issues." There was no patient harm or complications. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "{doctor} was going to insert the cvc into the right femoral vein. He inserted the needle with the raulerson syringe attached into the right femoral vein and aspirated air. On closer inspection they saw the needle hub was cracked. They opened another arrow cvc and he inserted the line without any issues." There was no patient harm or complications. The patient's current condition is reported as "fine".